Manufacturer narrative:
Siemens has completed an investigation of the reported event. No root cause for the reported system behavior could be found. It was assumed that the x-ray tube was arcing and thus the wall breaker for the generator tripped. The inverters d510 and the d115 board as well as the xta x-ray tube were sent to siemens for investigation. During testing a "crackling" noise could be heard from the x-ray tube that vanished after about three hours of testing. The x-ray tube was disassembled and investigated but no defect explaining the "crackling" noise could be found. Also the inverters d510 as well as the d115 board showed no errors on examination. Per expert opinion, there may be a problem or an error with the mains wiring of the system. For instance, the resistance of the mains wiring may be too high or the fuse might be loaded by additional electric loads. Alternatively, the wall breaker might incorporate a rcd which tripped during a tube arcing. Both assumptions could not be clarified. The wiring and the circuit breakers are in the responsibility of the hospital. The inverters d510 and the d115 board as well as the xta x-ray tube were replaced. The hospital replaced the defective 100a fuse. After the replacement of parts the failure did not reoccur. The present event is considered to be single event. No systematic error could be identified. Therefore no field corrective action is planned based on this event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q floor system. During a clinical procedure, a loud pop was heard from the cabinets. As a result, the generator wall breaker tripped and the system shut down. There is no report of injury or impact to the state of health of the patient involved.